Event description:
It was reported that the user experienced low blood glucose during exercise while remaining connected to the ilet, with readings reportedly in the 50 mg/dl range and received education from customer care on options to remain connected with fast-acting carbohydrates available or to disconnect during activity. No symptoms associated with hypoglycemia reported. Outcomes included the need for oral glucose administration. It was concluded that the event was user-managed with education provided and no further clinical intervention required. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.